Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed a meal dose was delivered on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. All buttons and sliders required for a meal bolus were activated. There were no meal announcements delivered for several months prior to the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible that the meal dose was delivered by unintentional button presses while the ilet was in the user's pocket. Device data confirmed no hypoglycemia occurred following the meal announcement, and the user enabled limited access mode to prevent against this in the future.

Event description:
On 8/26/24 an ilet user reported that their ilet device had announced a meal on its own. Upon investigation, no ilet log data was initially available, so the customer care agent assisted the user in syncing their data for further review. At the time of the call, the user was in the ER as a precaution but reported that their bg levels were stable at 132 mg/dl with a steady trend. In response to the unexpected meal announcement, the user consumed a coke, a bottle of orange juice, three juice boxes, and an egg salad sandwich. No immediate health effects were reported, and their bg levels remained unaffected at the time of the call. On 8/27/24 the agent followed-up with the user and reviewed the engineering logs. The logs indicated that the ilet had been unlocked and buttons were pressed multiple times prior to the meal delivery. The user stated that the ilet was in their pocket, in loose shorts, with no other items present, which may have caused the unintentional activation. The agent explained the safety features, including the auto-lock, and guided the user in enabling limited access to prevent accidental unlocks in the future. The user confirmed that they did not experience any low bg events due to this occurrence. The user was satisfied with the explanation and understood how to avoid similar incidents moving forward.